Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the valve is defective. Associated malfunctions for this device: intake filter dirty, cabinet filter missing.